Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Pacing inhibition, noise, and a rise in thresholds was also observed on the ra channel. The patient is not dependent on ra pacing and the lead was reprogrammed off. The ra lead remains implanted and there were no adverse patient effects reported.